Event description:
On 12/12/2024, a maude review notification was received via email that the metal tip of the loop 'n' tack swiftstitch suture passer from an ar-1665kbcsl lnt implant system broke and was directed in the inferior pouch. A separate inferior pouch axilla had to be established to remove the foreign metal body. This was discovered during a bicep tenodesis procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.